Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure completed with another device without complications.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. The returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon had contrast present and was loosely folded. The balloon had a 11mm longitudinal tear 4 mm from the tip of the device.

Event description:
T was reported that balloon rupture occurred. A 2.75mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure completed with another device without complications.